Event description:
It was reported to adac that "detector 1 radiused out" to its maximum when the acquisition was initiated using learn mode. There may be a potential for injury if the user trys to adjust the head manually. There was no injury associated with this report.